Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was the u409 can transceiver on the computer/analog board and the insulated-gate bipolar transistors (igbts) q12, q16 and q17 on the defibrillator pca were shorted. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.